Event description:
Dream station2 replacement heats up to a high temperature. The water chamber goes through water twice as fast. Have to refill during the night. The varnish has been removed from the table due to the temperature of the unit.